Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages and adjust belt messages) has been confirmed. Upon investigation the electrode belt unable to complete a falloff test. The cause for the failure was isolated to ab broken white pulse wire in the trunk cable. The root cause for the damaged wire could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy pad and adjust belt messages.